Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / it was not protruding through the tube, only distorting it") in a 36 year-old female patient who had essure inserted (lot no. C51061) for female sterilisation. The patient had a medical history of paratubal cyst, premenstrual dysphoric disorder, anxiety depression, parity 3, multi gravida, abdominal pain, pelvic pain, endometrial ablation, dysmenorrhea, abnormal uterine bleeding and right lower quadrant pain. The patient had a family history of cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 880 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (diagnostic laparoscopy with right salpingectomy hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: findings: supine ap view of the abdomen was obtained. Post procedural findings of essure device placement are noted in the pelvis. Nonobstructive bowel gas pattern. No suspicious lytic or sclerotic osseous lesion. Impression: post procedural findings of essure device placement are noted in the pelvis. Comparison with any older examinations which occurred after device placement would be beneficial to assess for any potential migration of the device. [Pathology test] on (B)(6) 2017: gross description: a wire is present within the lumen of the fallopian tube and extends most of the length of the fallopian tube approximately ¢m from the fimbria portion. It is firmly lodged in place and am unable to remove it with forceps without tearing the fallopian tube tissue. Microscopic description: endometrial curettings show proliferative pattern. Gland to stroma ratio appears within normal limits. No hyperplasia, atypia or malignancy is identified. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. Event "medical device removal updated to fallopian tube perforation". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("medical device removal / it was not protruding through the tube, only distorting it") in a 36 year-old female patient who had essure inserted (lot no. C51061) for female sterilisation. The patient had a medical history of paratubal cyst, premenstrual dysphoric disorder, anxiety depression, parity 3, multi gravida, abdominal pain, pelvic pain, endometrial ablation, dysmenorrhea, abnormal uterine bleeding and right lower quadrant pain. The patient had a family history of cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 880 days after essure insertion, she experienced fallopian tube perforation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (diagnostic laparoscopy with right salpingectomy hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: findings: supine ap view of the abdomen was obtained. Post procedural findings of essure device placement are noted in the pelvis. Nonobstructive bowel gas pattern. No suspicious lytic or sclerotic osseous lesion. Impression: post procedural findings of essure device placement are noted in the pelvis. Comparison with any older examinations which occurred after device placement would be beneficial to assess for any potential migration of the device [pathology test] on (B)(6) 2017: gross description: a wire is present within the lumen of the fallopian tube and extends most of the length of the fallopian tube approximately ¢m from the fimbria portion. It is firmly lodged in place and am unable to remove it with forceps without tearing the fallopian tube tissue. Microscopic description: 1, endometrial curettings show proliferative pattern. Gland to stroma ratio appears within normal limits. No hyperplasia, atypia or malignancy is identified. Lot number: c51061. Manufacture date: 2014-04-14 expiration date: 2017-04-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available the most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017 she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.